Manufacturer narrative:
Lot review: a review of lot # 3271649 showed 4,200 units were manufactured, tested, inspected and released june 2016 citing no exception documents. Visual inspection: confirmed white particle in drip chamber. Plastic piece large enough that it would not be able to pass thru fluid path. Summary: returned device had large piece of foreign material in the drip chamber. Source unknown. Isolated occurence.

Event description:
Complaint received for one (1) 852-c5098, 73" 20 drop microclave admin set. The report states, "a small whitish plastic foreign substance was found inside the drip chamber after administrated 100 cc normal saline." There were no adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot # 3271649 showed (B)(4) units were manufactured, tested, inspected and released june 2016 citing no exception documents.

Event description:
Complaint received reporting component breakage with use of one (1) 852-c5098, 73" 20 drop microclave admin set. The report states, "a small whitish plastic foreign substance was found inside the drip chamber after administrated 100 cc normal saline." There were no adverse patient consequences reported.